Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Part/lot number is unknown. The carefusion failure analysis lab received the cap diaphragms p/n: 766896. Lot: 0000524315 manufactured on 01/20/2013 25 passed and 2 failed lot: 0000482039 manufactured on 10/31/2012 18 passed and 3 failed lot: 0000480562 manufactured on 09/20/2012 12 passed and 0 failed lot: 0000535470 manufactured on 02/16/2013 2 passed and 1 failed duplicated . A functional falab patent circuit was attached to a functional 3100a test vent. This circuit was then calibrated to the vent using the patent circuit calibration port. The circuit was calibrated to 41 +/- 2 cmh2o. The returned cap diaphragms were then tested one at a time, by attaching them to the limit port of the patent circuit. Passing cap diaphragms were capable of developing a pressure of 41 +/- 2 cmh2o. Of the 63 cap diaphragms tested 57 passed and 6 failed. On arrival it was found that, on one of the lot: 0000482039 cap diaphragms the junction between the diaphragm connector body and the diaphragm cap had come apart. After being reassembled, this one cap diaphragm passed the circuit test. However, it was still viewed as a failure. Finding/root-cause: duplicated the, cap diaphragms did not allow the circuit to pressurize. As noted above, of the 63 returned cap diaphragms, 57 passed and 6 failed. Failure modes were leaks and assembly issues. This is a known issue that was addressed by and internal action.

Event description:
The following event which occurred in the (B)(6) was reported by germany support team, the complaint form reports: regarding cap diaphragms product/code identifier 766896; whilst they begin to get the pressures to use the machine, it is not allowing the service pressure parameters and therefore the 3100s are not being used.